Manufacturer narrative:
(B)(4). Additional narrative: this device is manufactured for distribution outside of the united states and does not have a 510k number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. A photograph of the device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
Baxter (B)(4) received a report that one (1) infusor had a reservoir rupture during filling. The device was filled with buprenorphine hydrochloride and saline. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received a photo of the sample for evaluation. The reported condition of a ruptured reservoir was confirmed via photographic evaluation. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. The lot number was not provided. Therefore, a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).